Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was not working. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported 8mm maryland bipolar forceps instrument did not have issues related to loss of cautery or unintuitive motion. The jaw of instrument would not open. There were no signs of arcing or thermal damage. There was a broken conductor wire with exposed insulation on the instrument. Photographic images or video recording of the procedure was not available for review. The instrument was available for evaluation.

Manufacturer narrative:
The 8mm maryland bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.